Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device would not power up, though it was noted that it did power up with a known, good power supply. It was additionally noted that it needed upper and lower cases, an upper hinge plate, a rear display cover and display frame. Due to extensive damage the unit was to be scrapped. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.